Event description:
Per the surgeon's report, the pt's device was explanted due to the pt's parent's reports of reduced benefit. The pt was reimplanted with a new device during the same surgery. Requested add'l info had not been provided as of the date of this report.

Manufacturer narrative:
.